Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Upon further inspection, philips field service engineer (fse) visited onsite and error code is 0x00000116, which indicated problems with the graphics card or graphics card drivers. Fse replaced the host pc graphics card and reinstalled the system. After the replacement of host pc graphics card, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the boot screen was black and the system would not start. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.